Event description:
It was reported that there were concerns the lead had dislodged. The patient had originally been admitted to the hospital for a urinary tract infection (uti) related issue, but a nurse had seen a rate drop on the electrocardiogram (ECG). It was confirmed that there was a pacing failure. The output was increased, the system was changed to the backup pacing mode, and the capture threshold was lowered, but nothing occurred. The capture threshold was, then, raised - indicating that the pacing failure was failure to capture. The physician deduced that the pacing failure was due to a dislodgement. The lead remains in service. No adverse patient effects were reported.